Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2018. 5076-58, lead, implanted: (B)(6) 2018. 439688, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "it's ticking me up and bumping me" and "I couldn't sleep." The patient noted being adjusted twice however "it started thumping me again." The patient also expressed concerns that the device was "deteriorating" due to the decrease in battery longevity. Follow up concluded the patient experienced phrenic nerve stimulation and there is concerns about battery depletion rate. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.